Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium prematurely detached when removed from the package. There were no patient symptoms or complications associated with the event. The device was prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm with a max diameter of 6mm and a 7mm neck diameter.

Manufacturer narrative:
Product analysis: equipment used: video inspection system (m-78210), ruler (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the axium prime pusher was returned for analysis within a shipping box; within an unsealed plastic biohazard pouch and within an opened axium prime inner pouch. Visual inspection/damage location details: the actuator interface was found securely attached to the coupler tube. No evidence of detachment attempts using an instant detacher was found at this location. The break indicator was found broken with the two segments retained by the release wire. Part of the pusher near the distal end was found broken and wrapped around the coiled pusher. The coin was found retracted out of the lumen stop. The coin was found undamaged. The shield coil was found unstretched and undamaged. The implant coil was already detached and not returned for analysis. Conclusion: based on the analysis performed, the customer report of ¿premature detachment" could not be confirmed. The break indicator was found broken and the release wire and coin were found retracted out of the lumen stop, detaching the implant coil as expected by the detachment elements. The cause of the break could not be determined. As the dispenser coil and black guidewire clip holding the axium prime device were not returned, any contribution of the dispenser coil and black guidewire clip towards the break and subsequent detachment could not be assessed. The investigation determined that this event was similar to an event that had already been investigated, and another investigation is not necessary. Based on the formal investigation, it is possible the damage occurred during production or upon opening the package and attempting to remove the product or after removing it from the package. Therefore, the root cause could not be determined. The pusher near the distal end was found broken and wrapped around the coiled pusher, likely caused due to handling prior to return shipment. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the premature detachment was an out of box failure. The cause of the premature coil detachment was not determined.